Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 13.3 cm - 13.6 cm from the connector pin, due to friction with the device can. The outer coil was exposed in the same area. The abrasion could have contributed to the problem detected in the field.

Event description:
It was reported that the right ventricular lead exhibited noise after the patient had fallen out of a tree. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.